Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that something was not quite right, further stating that the ins was not feeling like it used to on their skin. Patient said they could rub over it and felt electrical shocks patient reported that the therapy was not helping as much as it used to, they were getting up more frequently at night. No falls/traumas were reported that could be related to this issue. It was reviewed that patient could be assisted to check therapy status using the pp. Patient stated that they had never used their programmer (pp) to check the implant, and mentioned that they were at work and did not have their pp with them. It was recommended for patient to consult with their health care provider (hcp) about symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient connected with their programmer and their therapy was off. After turning it back on, they felt stimulation comfortably. On 2017-08-25, it was reported that the electric shocks began in (B)(6) 2017. The ins not feeling like it used to was a device issue, but a cause was not determined for either issue. It was noted that the electric shocks had gone away. The therapy wasn't helping as well as it used to.